Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one conquest device was returned for evaluation. An in-house presto inflation device was used to inflate the balloon, and water was noted leaking from the proximal end of the balloon. Further, the balloon fibers where stripped and under microscopic examination, a compound rupture was noted to the proximal end of the balloon. No other functional testing performed. Therefore, the investigation is confirmed for the reported balloon rupture as a compound rupture was noted to the proximal end of the balloon. However, the investigation remains inconclusive for the reported difficulty in opening packaging material as no objective evidence was provided. A definitive root cause for the reported difficulty in opening packaging material and material rupture could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during an angioplasty procedure, the pta balloon allegedly had a leakage after dilatation and pressurization to 27 atm. The procedure was completed using another device. There was no reported patient injury.